Manufacturer narrative:
D9: updated the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
This is one of two related reports. This report represents the impella rp flex and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella rp flex was inserted via the right internal jugular vein in an 80-year-old female patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage cardiogenic shock on (B)(6) 2026. The patient was admitted to ICU following bi-pella placement. When rounding on the patient in the ICU the following day, the bedside rn shared that the overnight rn discussed a significant reduction in the rp flex flow while maintaining the p level at p9 (3.0l/min to 1.5l/min). Bedside x-ray showed the rp flex had migrated a little deep compared to previous imaging. The device was pulled back 1-2cm, with little improvement in overall rp flex flow. In addition to the reduced flows, placement signal issues were observed, with pa mean, pas, and pad all significantly elevated from the day prior (40s/10s to 100s/80s). These values were also not correlating to the pa values on the pa catheter. At this time, the decision was made to re-zero the sensor. After re-zeroing, all placement signal values returned to baseline and the rp flex flow was displayed at 3.3 l/min (up from 1.6 l/min) without any manipulation of the p-level. In addition, hematuria was noted in the patient¿s urine which later improved over the course of treatment. Labs were also indicative of increased hemolysis. Flows on the impella cp were reduced from p8/p9 to p5 to help reduce the hemolysis. Impella cp was later explanted but the rp flex remained on support at p6. The patient experienced a continuing downtrend of hemoglobin, hematocrit, and platelets which resulted in the need for blood product transfusion. The patient was given 2 units of rbcs and 1 unit of platelets. The patient¿s ldh levels remained 1200 at the time of reporting. Cardiology at bedside was happy with rp flex positioning on x-ray and there was no plan for repositioning at this time. Based on the available information, the events appear clinically associated with the patient¿s critical condition, bi pella support, and physiologic instability rather than a confirmed impella rp flex device malfunction. Final assessment remains pending product evaluation; however, current evidence does not indicate a systemic device failure. Hemolysis is a known risk associated with the impella rp flex per the instructions for use (IFU).